Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the impedances of all electrodes were larger than 40 ,000 ohms and that ¿after the ta (traffic accident), all product was broken.¿ it was stated the patient¿s implantable neurostimulator (ins) did not communicate with a physician programmer and could not be read. It was noted that all lead circuits were found to be open before the accident occurred. The patient¿s system was replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. Analysis of the lead found no significant anomalies; it was noted the lead¿s outer insulation had been cut. If information is provided in the future, a supplemental report will be issued.